Event description:
Affiliate reported that after MRI exposure the valve would no longer reprogram. As a result they decided to ex-plant the valve and replace it with a new one.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.